Manufacturer narrative:
Upon receipt at our reliability assurance laboratory, review of device memory confirmed the shorted lead indicator message on the date of the procedure mentioned above. There were no arc marks on the device case. A 50 ohm load was attached to the device output and both reverse and initial polarity commanded shocks were successful on the bench. The device was then put through and passed a series of automated diagnostic testing that verifies the performance of defibrillation, pacing, sensing, high voltage shocking, and recording functions of the device. Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the two returned lead segments was performed. The lead tip segment including both shocking coils was not returned. Resistance testing was performed and the electrical continuity of each segment was confirmed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific crm received information that during an implant procedure, this chronic right ventricular (rv) rate/sense transvenous lead was surgically abandoned due to the terminal pin getting accidently cut off while trying to move the lead from a belly implant to the shoulder. It was also reported that this rv lead was exhibiting noise and the physician wanted to prevent inappropriate shocks. The noise could not be reproduced in the operation room. During the same procedure, after the leads were connected to the new implantable cardioverter defibrillator (ICD), defibrillation testing (dft) was performed. A less than 20 ohm shock impedance message was recorded. The chronic transvenous defibrillation lead was then explanted, as well as the ICD and a new transvenous defibrillation lead and ICD were successfully implanted. No adverse patient symptoms were reported.

Event description:
Boston scientific crm received information that during an implant procedure, this chronic right ventricular (rv) rate/sense transvenous lead was surgically abandoned due to the terminal pin getting accidently cut off while trying to move the lead from a belly implant to the shoulder. It was also reported that this rv lead was exhibiting noise and the physician wanted to prevent inappropriate shocks. The noise could not be reproduced in the operation room. During the same procedure, after the leads were connected to the new implantable cardioverter defibrillator (ICD), defibrillation testing (dft) was performed. A less than 20 ohm shock impedance message was recorded. The chronic transvenous defibrillation lead was then explanted, as well as the ICD and a new transvenous defibrillation lead and ICD were successfully implanted. No adverse patient symptoms were reported.